Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing connected to the IV broke off during infusion. There was bleeding noted at the site. The j-loop was severed at the junction. There was no loss of medication and only a five minute delay in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Part of the device was received for evaluation. During visual inspection, a separation was observed between the power injectable tubing and the two piece luer lock assy. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.